Event description:
It was reported that during an unk procedure, the device has an obstruction in the shaft of the needle. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the device was returned for analysis. The analysis results confirmed the customer's complaint. Based upon the inquiry info rec'd and visual and functional examination, the unit was found to have excessive adhesive in the stylet. The batch history records were reviewed with no anomalies noted.